Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar (fb) instrument was analyzed and found to have damage to the molded insulator. The damage was located at the grip base. A piece measuring approximately 0.104" x 0.064" was found to be broken and not returned with the instrument. There was no damage to the conductor wire, although the wire was exposed due to the breakage. There was also some form of melted plastic stuck to the grip upon arrival that needed to be manually removed. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: the molded insulator was broken causing the grip to be dislodged from the instrument.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the plastic part of the tip of the force bipolar (fb) instrument was broken into small pieces and fell into the patient¿s anatomy. The issue was due to a collision between the fb instrument and the monopolar curved scissors (mcs) instrument in the deep pelvic region. The fb instrument did not grasp the tissue at the time the issue occurred. The customer did not know if there were any broken pieces remaining in the patient¿s anatomy. The customer used a different instrument to continue with the procedure. The procedure was completed with the da vinci system. Intuitive surgical, inc. (Isi) followed up with surgeon and obtained the following additional information: the fb instrument was inspected prior to use with no issue. There was no issue with the fb instrument functionality during the surgical procedure. The fragments extraction was performed by using the other instruments. The customer did not know if all fragments were removed from the patient. The customer found that some plastic pieces of the damaged fb instrument were missing when comparing with a normal fb instrument. No additional surgical procedure was required to remove the fragments, and no post-operative tests were performed. The patient did not return to the hospital for any post-surgical complications related to a foreign object. The fb instrument and fragments will be returned for failure analysis.